Manufacturer narrative:
Procode: krd/hcg. Concomitant product(s): guidewire (radifocus, terumo), microcatheter (prowler select plus), y connector (okay, terumo), enpower cable. Conclusion: the device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The positioning difficulty and coil unraveling could not be confirmed without product return for analysis. The root cause of the event could not be determined based on the information provided; however, the coil may have become attached to the aneurysm or itself during the repositioning resulting in the coil unraveling. Since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during coil embolization of a left internal iliac artery aneurysm, a deltamaxx (cdx18246030/(B)(4)) was difficult to place and unraveled. The deltamaxx was the first coil used, but the coil was difficult to place, was moved in and out of the aneurysm several times, and unraveled. The coil was removed from the patient¿s body with the prowler select plus microcatheter, and the coil was replaced with another one (presidio). The procedure was successfully completed without further issues or delay. There was also no patient injury / complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all time. The product was not available for investigation. No further information is available.